Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported 2 false positive results on the realtime sars-cov-2 assay. The customer noticed abnormal amplification curves and retested on the "thermo taqpath covid-19 rt-pcr kit", which gave negative results. Controls on the plate were valid. Customer reported the negative results obtained with the thermo taqpath test. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in italy using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid. One positive control (cov-2_pos) and one negative control (cov-2_neg) were included in the run per abbott realtime sars-cov-2 package insert 51-608442/r2. No error codes or flags were displayed for the controls. There was no evidence of contamination of the negative control. No error codes or flags were displayed for the negative control. The samples in question were processed correctly and no inhibitors of amplification were present. No internal control flags or error codes were displayed. There was some noise observed in the 2 false positive samples. There is no indication that the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026 is performing outside of established design performance specifications. Quality data review: the device history record review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 515026. The quality control (qc) release test for the final amplification kit met all validity and acceptance criteria. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026 and its components. The CAPA review did not identify any issues related to the reported complaint and these lots. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for two patient samples when using abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026. The complaint history review did not identify any additional complaint tickets related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 515026 was not identified.